Event description:
Received report of a tubing that disconnected from an extension set during an injection of a radioactive isotope which caused the isotope to leak. A patient was having a nuclear stress test. The patient had a primary line of saline which was distally connected to an extension set. It was reported that the nuclear medical technician had clamped the primary IV tubing, and using a 3cc needleless syringe, injected 1/2cc of the radioactive isotope into the extension set without difficulty. When the technician was flushing the extension set, resulting in leakage of saline and the isotope onto the floor. There was no bleedback or blood loss reported. The test was completed with no adverse effect to the patient. After the test was completed, the amount of detected radiation in the room was very high, and that particular room had to be closed until the following day when the detected radiation levels were safe. It was reported that several other patient tests had to be re-scheduled. Additional information was requested, but no further information was available.